Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract after it was used. Reporter stated no actions were taken and no treatment was received. Reporter indicated the alleged incident occurred about two years ago and the lancet device was discarded. A request was made for return of the suspect product and replacement product was sent however, no product will be returned for evaluation.